Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a scheduled follow-up, there was a change in pacing lead impedance and capture threshold. A lead dislodgement was suspected. The device was reprogrammed to right ventricular sensing only and no further intervention was performed at this time. The patient was stable.